Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited t-wave oversensing and possible loss of capture (loc) on the stored electrograms (egm) in the device memory. Impedance measurements were noted to be within normal limits and threshold measurements were reportedly stable. The patient was asymptomatic. The device outputs were increased to assure adequate rv capture. To date, no adverse patient effects were reported.

Event description:
Additional information was received one year later that the rv lead exhibited increased threshold measurements and upon the patient lying down, rv fusion versus loc was observed. Boston scientific technical services (ts) was consulted for evaluation of the rhythm strips. Ts agreed it appeared to be either loc or fusion. The pacemaker outputs were increased and ts suggested checking the lead for a reduction in slack. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.